Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during the connection of the patient and when verifying the return of the catheter, blood leaked through the exit orifice and accumulation of blood in the subcutaneous tunnel is evident. A change of the catheter was necessary per the nephrologist. During the procedure, when removing the catheter, t the body of the catheter was visibly broken. No complications or patient injury to report.